Manufacturer narrative:
Add'l info reported to us by sales agent on july 23, 2015: no screws were used during the case. They were placed using a pin driver, which is a motorized device. The pin was forwarded along with the 4-in-1 block for investigation. The instrument will be available for investigation. On july 23, 2015, r&d project manager performed a preliminary investigation based on the photos and information received: the dimensions and shape of the metal shavings are incompatible with cylindrical smooth fixation pins used following the correct standard procedure (preparation of the hole by using a motorized drill bit ref. 02.02.10.0145/b). The agent confirmed that the pin was placed using directly a motorized pin drived (prohibited operation because this pin is not a motorized device); the tip and body of the pin are not designed to be used in combination with motorized drill, and this incorrect operation can produce a fast loss of pin performance and resistance.

Event description:
Imp # (B)(4).

Manufacturer narrative:
On 18 september 2015 the retrieved items have been analyzed by the r&d project manager: the pin has clear signs of wear caused by the rubbing with the hole of the cutting guide. The helicoidal signs present were clearly generated by the improper use of the pin in combination with a motorized adapter. In addition the tip of the pin is completely flattened causing a reduction in performance of the device. This kind of pin without any thread and cutting tip must not be used motorized and this is the reason of the failure. On 07 october 2015 it was prepared a final report with the information already submitted in the initial report and here above. On 12 october 2015 the report was sent to the initial reporter and the case was closed.